Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to blurred vision caused by undercorrected refractive error. Additional information was provided by the surgeon, who reported that the event has resolved with treatment. According to the surgeon's opinion, the cause of the event was wrong power and rotated axis.